Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient stated the cause of the shocking was the stimulator was messed up. They turned the stimulator off. They tried to get it to reset but it did not work so they left it off. The patient planned to meet with a manufacturer representative to reset the stimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that their ins had been turned off because it was giving pt shocks. Pt then said they had trouble with needing new settings, but the tech saying the device wasn't taking new settings. Pt clarified a couple weeks, maybe a month ago, they noticed they needed an adjustment as their adjustment wasn't working or helping at all. Pt said they went in to meet with the rep maybe a week ago and rep tried changing the settings, but ins was giving pt shocks all over their back. Pss documented information given during the call as pt confirmed they were planning on meeting with rep again regarding the shocking.